Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic test due to protruded drive support disk. The pump was unable to perform basic occlusion, prime, and the excessive no delivery test due to compromised force sensor system alarm. The pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 88 mg/dl. The customer stated that she was trying to prime her pump and it alarmed compromised force sensor system. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.